Event description:
I¿ve been using u kotex tampons for quite some time but just recently I have noticed a burning feeling when I pee but only on certain occasions not every time, I've been to doctor multiple times and all tests come back negative. After hearing about the recall on u by kotex regular tampons I'm wondering if that is why I'm having these problems. Frequency: as needed; how was it taken or used: vaginal; date the person stopped taking or using the product: 12/12/2018; why was the person using the product? Period.